Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing accompanied by inappropriate mode switching on the implantable cardioverter defibrillator (ICD). The lead sensitivity was reprogrammed and the device and lead remain in use. No patient complications have been reported as a result of this event.